Event description:
It was reported that during the surgical procedure the right patient side manipulator was not accepting instruments. The customer also experienced wrist and grip movement problems when using multiple instruments. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.